Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm several times. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A chest film showed the iab was in the correct position. The console was pumping alarm-free and there was no blood seen in the tubing. The getinge representative reviewed the potential complications with gas loss alarms. It was advised that if the alarm continued and they could not resume pumping, they can consider dropping the augmentation several bars, and/or pressing the "fill" key when it happens. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6) clinic, (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Manufacturer narrative:
Additional information device available for eval changed from yes to no. Type of investigation - device discarded 4115. Additional contact person information: (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).